Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a single pt that was generated by the access 2 instrument. The elevated acu tnl result was 4.03ng/ml. The result was not reported out of the lab. The original pt sample was re-centrifuged and re-tested for accu tnl. The customer did not provide info why the pt sample was re-tested. The repeated accu tnl result was 0.02ng/ml. The result was reported out ot the lab. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed to or connected to this event.